Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's son reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was as high as 489 mg/dl. Troubleshooting for high blood glucose was performed. Customer was not wearing the insulin pump 4 days prior to being admitted into the hospital. Customer's son was advised to change out the entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer will follow up with their healthcare provider as a result of ongoing issues with their high blood glucose levels.